Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap chole procedure, the clips appeared to be on the vessel, but then they popped off. Some clips were scissored and crossing. The procedure was converted to open, but due to the size of the gallbladder. Another device was used to complete the procedure. There was no patient consequence.